Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. (B)(4).

Event description:
It was reported that during the implant attempt, the lead dislodged two times. The physician tried to retract the helix and it would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.